Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). The rv lead was replaced with new lead. It was also stated that the new rv lead also exhibited lead issue of elevated sic and had exhibited high rv threshold. The old lead was explanted and replaced with the new lead which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: h6 (annex b, c, d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). The lead sensing issue could not be replicated, and the lead was explanted and replaced a month later. At the replacement procedure, it was noted that the original lead tested fine including through an analyzer. It was also reported that the elevated sic continued on the new rv lead, and the lead had high thresholds. A week later, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to electromagnetic interference. The new lead remains in use. No patient complications have been reported as a result of this event.